Manufacturer narrative:
Sample of material in question currently undergoing sterility testing. Upon completion of testing, suplement will be provided with applicable evaluation codes.

Event description:
Pt was re-admitted on 8/4/96 due to swelling of the right knee and fever. Pt was discharged on 8/5/96 and treated with antibiotics. The incident occurred 23 days after knee arthroscopy with meniscal repair surgery. Internal control number is: pi 9600572-00.

Manufacturer narrative:
H6- finished good sterility testing on the samples of the above, stated product code and batch number returned was completed with all sterile results.